Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The erroneous results were reported outside of the laboratory. The first sample initially resulted as < 3 pg/ml accompanied by a data flag. The sample was repeated on (B)(6) 2017, resulting as 26.68 pg/ml accompanied by a data flag. The second sample initially resulted as < 3 pg/ml accompanied by a data flag. The sample was repeated on (B)(6) 2017, resulting as 1192 pg/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patients. The tnthsst reagent lot number was 245180. The reagent expiration date was asked for, but not provided. No quality controls were tested on the date of the event. The field service engineer replaced the sample probe. He adjusted probe alignment, replaced pinch tubing, and performed liquid flow cleaning maintenance. He ran performance testing and this passed. The customer has not reported any further issues. Quality controls did not show any indications of an issue. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general reagent issue can most likely be excluded. Possible root causes for this event may be sample quality and insufficient maintenance.